Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 16-dec-2022. H6: investigation summary: 7 used and 1 unused samples (model#2202-0007) were returned for quality investigation by the customer. It was reported by the customer that the lipids would not prime past filter. Prior to functional testing the sets were visually examined for defects and abnormalities. No other defects or abnormalities were observed. The sets were attached to an IV bag filled with 85% glycerin / 15% water solution and allowed to prime using gravity .the sets were primed and an infusion ran successfully in all sets. The lipids were able to prime past filter. There was no "occlusion" prompt on the pump. The customer complaint could not be replicated. A device history record review for model 2202-0007 and lot number 22056288 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. The root cause of this complaint could not be definitively determined because the issue could not be replicated.

Event description:
It was reported that 6 bd alaris¿ pump module infusion sets were blocked at the filter while priming lipids. The following information was provided by the initial reporter: "isd- pump tubing issues. When hanging fusion with bag lipids won't prime past filter. Clogging. Not priming. Could be bad batch of tubing."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd alaris¿ pump module infusion sets were blocked at the filter while priming lipids. The following information was provided by the initial reporter: "isd- pump tubing issues. When hanging fusion with bag lipids won't prime past filter. Clogging. Not priming. Could be bad batch of tubing."